Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a patient identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the patient received an m31 air detected in cassette alarm during fill four of four of their therapy. The patient attempted to continue with their treatment on the cycler but received another m31 air detected in cassette alarm. Upon removing the cassette, the patient discovered fluid within the cassette compartment of the cycler. The patient attempted to use the cycler for their next treatment but received a supply bag lines are blocked message followed by a make sure the heater bag is on the heater tray and unclamped message. The patient cancelled their treatment and reverted to manual supplies. The patient contacted technical support and informed the representative of the fluid leak. The technical support representative explained to the patient that the previous alarms could have been received as a result of the leak. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. Follow up with the patient¿s nurse verified that there was no patient injury or medical intervention required as a result of the reported leak. The cause for the leak was unknown. The patient discarded the cassette used at the time of the incident. The patient has since received a replacement cycler and has been able to continue with peritoneal dialysis therapy without complications. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.